Manufacturer narrative:
The reported event of lead break was not confirmed. As received, only the distal portion of the lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage. An x-ray examination and electrical testing of the lead revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to unspecified damage. The patient was in stable condition.